Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition with asystole greater than two seconds on the right ventricular (rv) channel. The patient was asymptomatic and denies awareness of this issue. It was noted that the patient works in a shop. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. The clinician stated that they would bring the patient in the following month. The patient was brought back in and no noise was seen and there were no further stored episodes of noise. No changes were made. At this time the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service.

Event description:
Additional information was received that review of the remote home monitoring data found oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition with greater than three seconds of pacing inhibition. It was noted that this episode occurred approximately two months earlier. Boston scientific technical services (ts) was consulted and reviewed the episode. Ts discussed with the medical personnel that the episode appeared to be electromagnetic interference (emi) in nature and suggested checking what the patient was doing at the time and if there were any symptoms. The medical personnel noted that the patient does work in an assembly plant. At this time the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.